Event description:
The healthcare provider (hcp) reported that he interrogated the patient's device on (B)(6) 2016 and found some impedances that were considered high per labeling. The hcp tested at 0.7 volts and the combination of 8 <(>&<)> 9 was 5,061 ohms. There were no associated symptoms. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information was received from a health care provider (hcp). It was reported that no troubleshooting was reported related to the high impedances. It was also stated this was a change in impedances as impedances were measured on (B)(6) 2015 and resulted in contacts 8 <(>&<)> 9 being 3437 ohms. Then on (B)(6) 2016, impedances were measured again and resulted in 5658 ohms. The hcp also confirmed that no actions/interventions were taken to resolve the issue as he group impedances taken on (B)(6) 2016 resulted in impedances of 2587 ohms; the patient was not programmed on the contacts with the impedance issues. The cause of the impedance issues was not determined but it was stated that the patient was falling and had an unrelated breast surgery during that period. The issue was not resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.